Manufacturer narrative:
Device passed the displacement test and self test. No pump error 3 alarm noted during testing however, pump error 3 alarms are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 3 mg/dl at the time of incident other blood glucose value was 145 mg/dl. The customer was assisted with troubleshooting. The customer states that they received the main arm cannot communicate with the motor arm error. Customer was able to clear the alarm. Customer is able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.